Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins) (s/n: (B)(6) revealed that the device passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy on (B)(6) 2025. It was reported that the patient wanted to know how to get rid of their equipment. P atient said they had a bladder stimulator installed and a pain pump implanted. Patient also mentioned that the bladder implant never really worked for them. Patient did not remember when the bladder implant stopped working. Agent reviewed with the patient that as long as they had the implant in their body, they should keep the equipment. Agent attempted to clarify which implants patient still had, but patient was not 100% if they had both implants still or not.